Manufacturer narrative:
Siemens filed an initial MDR on 04/11/2019 for a discordant, falsely elevated cardiac troponin-I (tni-ultra) result obtained on an advia centaur cp instrument. Additional information (04/25/2019): the customer had stated on a follow up call post the cse visit that no further discordant results occurred since the service intervention. Additional information (05/05/2019): based on the information provided, and replacement of the wash 1 pump by the siemens customer service engineer (cse), wash 1 dispense accuracy is necessary for acceptable result precision. If the dispense is not properly directed into the cuvette or if the volume is not correct, this can result in poor result precision. The cause of the poor wash 1 pump performance is unknown. The wash 1 pump and reagent syringe were replaced as part of standard service to the system. The instrument is performing within specifications. No further evaluation of the device is required. MDR 2432235-2019-00135 supplement report 1 was filed for this event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service check and replaced the wash pump (defective) and reagent syringe. The customer did not observe any quality control (qc) issues at the time of the event and performed a quality control (qc) low level precision check that was acceptable. Siemens is investigating. MDR 2432235-2019-00135 was filed for this event.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni-ultra) result was obtained on an advia centaur cp instrument. The result was reported to the emergency room (ER) physician. The customer immediately retested the patient sample on an alternate advia centaur xp system, and the cardiac troponin-I (tni-ultra) result was lower. The lower result was reported to the physician(s) as a correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.